Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient¿s left breast had bottomed out and had migrated from its original implant position. The lower pole of the left breast has expanded, and excess skin has developed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It should be noted that the patient will be undergoing a unilateral removal surgery for the contralateral event (right implant). This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-06239 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information. The patient's date of birth was provided. The patient decided to undergo bilateral removal and replacement with 370cc mentor memorygel breast implants on (B)(6) 022. The appropriate fields have been populated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: device migration, cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, the mentor analysis lab received the suspect medical device for evaluation. On september 26, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).